Manufacturer narrative:
On-site investigation performed by our field service engineer. The ventilator failed pre-used check. Moisture was found in the expiratory filter connected to the expiratory side on the patient circuit. The expiratory filter has been removed and 5000 hours maintenance kit replaced. The pre-used check then was carried out and passed successfully. The ventilator returned to customer in good working condition suitable for clinical use. The received image confirmed that the used expiratory filter was not a getinge product. The received logs revealed that the ventilator mode was set to prvc (pressure regulated volume control), alarms for airway pressure continuously high and expiratory minute volume low were generated on (B)(6) 2025. The alarms are an indication of an increased expiratory resistance in the patient¿s breathing system. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Our conclusion is that there is no indication of a ventilator malfunction. Appropriate alarms for increased expiratory resistance in the patient circuit were generated. This was caused by the moisture that was found in the expiratory filter.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating high pressure. Patient desaturated to unknown level. The problem was resolved by replacing the ventilator. Final patient's outcome was no harm. Manufacturer's ref.#: (B)(4).